Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted in right common femoral artery with a proglide device prior to a percutaneous transluminal angioplasty (pta) procedure using the preclose technique. The arteriotomy was 6f. Reportedly, a suture break occurred. The sutures of two proglide devices were successfully placed using the preclose technique. The sheath was upsized to 18f and the pta procedure was completed. Hemostasis was achieved with the two successfully replaced proglide sutures. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.